Event description:
It was reported that the tip of a pyrenees non-tapered torque driver broke off intra-operatively. The fractured piece was removed from the surgical site. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by using an alternatively available device.

Event description:
It was reported that the tip of a pyrenees non-tapered torque driver broke off intra-operatively. The fractured piece was removed from the surgical site. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by using an alternatively available device.

Manufacturer narrative:
The device has been received and fields d9/h3 have been updated.

Manufacturer narrative:
The driver was observed to be fractured at the tip, the fracture indicated an excessive torsional force. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this catalog number, no adverse trends identified. Three attempts were made to obtain additional information but no correspondence was received. Based on the fracture the failure mode indicates excessive torsional force applied on the driver. Another possible cause of this failure mode is wear and tear from frequent use as the device was manufactured in 2015 making it about seven years old. Due to the age of the device, the most likely cause of the event was determined to be due to normal wear. Excessive torque most likely contributed to the event as well.

Event description:
It was reported that the tip of a pyrenees non-tapered torque driver broke off intra-operatively. The fractured piece was removed from the surgical site. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by using an alternatively available device.